Event description:
Patient presented to the physician with wound dehiscence and ipg erosion. Physician prescribed antibiotics, brought the patient into the or, removed the ipg and sense lead, and flushed the area with antimicrobial prophylaxis. Patient presented back to the physician with the stimulation lead dehisced. Physician brought the patient into the or and removed the stimulation lead on (B)(6) 2023